Event description:
On (B)(6) 2014, it was reported that the patient's infusion device had displayed e7 (electronic error). It was also reported that the vibra- alarm in the device was no longer functioning. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).